Event description:
It was reported by service report that the footboard control modules were damaged. It was further reported the power cord and motion interrupted pan were also damaged. It is unknown if there was patient involvement or adverse consequences occurred.

Manufacturer narrative:
Results: footboard modules and motion interrupt pan.